Event description:
A case report from the american journal of kidney disease (2013; 61(6):984-987, case 2 (two) described a patient with end stage renal disease treated by hemodialysis was admitted after his left upper-extremity prosthetic arteriovenous graft (avg) clotted. The subsequent graft thrombectomy procedure failed, and therefore a right femoral tunneled dialysis catheter was placed. It was reported that two terumo pinnacle r/o ii hi flo introducer sheaths as well as additional concomitant devices were used. Two months later, the patient was scheduled for surgical revision of the avg. However, after surgery, the patient became hypotensive and bradycardic and two months later died. The cause of death was attributed to a pulmonary embolus. Histopathologic evaluation of the resected graft showed the presence of a basophilic homogenous polymer material surrounded by giant cells within a thrombus.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #1118880-2015-00016 to provide retention sample evaluation results.

Manufacturer narrative:
The involved device was not returned to the manufacturing facility and the product code and lot number is unknown. A follow up report will be submitted within 30 days of the manufacturer receiving the actual sample and/or new information. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Manufacturer narrative:
The involved device was not returned and the product code/lot number was not provided by the user facility. Therefore, the failure investigation was limited to assessment of user facility information and retention samples from three different lots. Visual inspection of the retention samples revealed no visual defects. In addition, functional testing confirmed the products met manufacturing specification. The production product code/lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, in the initial MDR report submitted the article referenced potential of polymer embolization due to shearing of hydrophilic coatings. The terumo product mentioned in the article does not contain a hydrophilic coating. The terumo device was used in conjunction with devices that contain hydrophilic coatings. Based on the available evidence, it is not possible to confirm tmc product caused or contributed to the reported issue. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.